Manufacturer narrative:
The pump user guide states, "tandem diabetes care, inc. Recommends periodically checking the battery level indicator, charging the pump for a short period of time every day (10 to 15 minutes), and also avoiding frequent full discharges." No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that customer experience elevated blood glucose (bg). The level was unknown but the bg read "high" on both the continuous glucose monitor (cgm) and bg meter. The suspected cause of the high bg is a pump shutdown which occurred as a result of customer not charging pump battery. Reportedly, customer administered a manual injection to address the issue.